Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to power on. Upon troubleshooting, the fse found that one phase of the m cabinet input power was incorrect. The fse switched off the m cabinet power and cross-checked the power, verifying that it was okay. Then, the cabinet cover was opened, and the voltage was checked, revealing some oil near the capacitor side of the mdu control board. The fse cleaned the oil and tried booting the system, but the automatic system shutdown occurred. Again, fse troubleshooted the system and confirmed the issue was with the mdu control board. To resolve the issue, the fse replaced the mdu control board, checked the m cabinet input power, and rebooted the system. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.